Event description:
The initial attorney report alleged fistula, additional surgical intervention, explant. The following is based on the medical records provided by the patient's attorney: (B)(6) 2008 - exploratory laparotomy, resection of colocutaneous fistula with colocolostomy and ventral hernia repair with collamend. The surgeon noted that "the rest of the defect was bridge gapped with collamend absorbable mesh. It was felt that bridging this gap with a biologic with eventually result in a recurrent hernia which will eventually require repeat mesh repair but in the meantime this should eliminate the defect while the patient is recovering." (B)(6) 2009 - repair of recurrent ventral hernia with a non-bard mesh. The previously placed collamend was debrided from the abdominal wall.

Manufacturer narrative:
Initially, one event was previously reported by the patient's attorney. However, review of the medical records showed there to be an additional implant and postoperative event. This is a morbidly obese patient with comorbidities of diabetes and hypertension. The surgeon indicated in the implant operative report that the reason for the collamend implant was to eliminate the defect while the patient was recovering from her colocolostomy takedown and he noted that this repair would eventually result in a recurrence. The information provided indicated that the patient was treated for recurrence, which is a known possible adverse reaction listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.